Manufacturer narrative:
(Complaint number: (B)(4)). No samples were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No further information was provided by the customer. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality records shows no deviations related to the reported event. We forwarded the complaint to our affiliated headquarters in (B)(4) from which we receive the holders and quickshield components. According to their investigation and comments, a review of the production and testing documentation indicates no deviations during the entire manufacturing processes. No abnormalities or irregularities were detected during in process control (which includes function testing) that might affect the function. All requirements were met during production. The complaint cannot be determined.

Event description:
Customer states that two needle stick injuries occurred while using qs holders. The first incident occurred when the phlebotomist attempted to engage the safety using her thumb and the needle popped out of the rotate away from the needle. The thumb of the phlebotomist landed on the dirty needle and was stuck by it. The second incident occured with a clean needle when the phlebotomist attempted to uncap a needle and the needle popped out of the holder, settling in at a slant and sticking the index finger. The phlebotomist had the same thing happen with a second device, but was not stuck in that case.